Manufacturer narrative:
Additional information was received that the reported complaint did not cause an inability to mechanically ventilate. O2 delivery is available and not affected by this failure. The amount of o2 being delivered to the patient is displayed on the flowmeter. O2 is a required monitoring parameter. Unit continues to ventilate and alarms remain functional. The initial event was not reportable.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the needle valve was damaged. The needle valve has been requested for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a possible loss of mechanical ventilation. There was no report of patient involvement.